Event description:
Customer reported frozen pump screen with no touchscreen responsiveness. There was no reported adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, but screen remained unresponsive. Customer was instructed to use mdi as backup therapy, put pump into storage mode, and return it using a pre-paid label within 10 days as pump was under warranty.